Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving lost sensor alerts. Customer stated that this alert occurred when he pressed on the act button. He confirmed that the wrong transmitter ID is not programmed into the insulin pump and stated that the insulin pump is communicating with the transmitter. He stated that the sensor is inserted into the thigh. He was advised to check if the sensor may be pulling out and reported that the sensor appeared to be fully inserted and flat against the skin. He stated that the lost sensor alert occurred after the initialization period. He stated that there was no damage on the connection bridge or pins. Customer was unable to remove the sensor at that time. The blood glucose reading was 103 mg/dl. Nothing further was reported.